Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding / heavy bleeding"), pelvic pain ("pelvic pain") and device dislocation ("no mention of the left essure coil") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she never experienced such irregular uterine bleeding and abdominal pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, 6 years 11 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), libido decreased ("changes in libido / decreased libido"), mood swings ("mood swings") and menstruation irregular ("irregular menstrual bleeding"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"), insomnia ("insomnia"), weight increased ("weight gain") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("intermenstrual bleeding"), adenomyosis ("suspected adenomyosis"), ovarian cyst ("left ovary was cystic"), pelvic congestion ("pelvic congestion syndrome"), varicose veins pelvic ("very prominent veins and vessels along the uterus") and premature menopause ("menopause ovarian failure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with norlestrin fe (loestrin fe), nsaid's, estradiol, surgery (diagnostic hysteroscopy and diagnostic laparoscopy with scant minimal ablation on (B)(6) 2014) and surgery (robotically-assisted laparoscopic hysterectomy, left salpingo-oophorectomy, diagnostic cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, pelvic pain, device dislocation, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, anxiety, libido decreased, mood swings, fatigue, dysfunctional uterine bleeding, menstruation irregular, metrorrhagia, adenomyosis, ovarian cyst, pelvic congestion, varicose veins pelvic, insomnia, weight increased, depression and premature menopause outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, insomnia, libido decreased, menorrhagia, menstruation irregular, metrorrhagia, mood swings, ovarian cyst, pelvic congestion, pelvic pain, premature menopause, varicose veins pelvic and weight increased to be related to essure (ess205). Diagnostic results: on (B)(6) 2014 she underwent a diagnostic hysteroscopy and diagnostic laparoscopy with scant minimal ablation, superficial in the posterior cul-de-sac of clear endometriosis. Post-operative diagnoses included: abnormal uterine bleeding, intermenstrual bleeding, pelvic pain and dysmenorrhea with suspected adenomyosis and scant clear scattered endometriosis and likely possible pelvic congestion syndrome due to very prominent veins and vessels along the uterus. On (B)(6) 2014 she underwent a robotically-assisted laparoscopic hysterectomy, left salpingo-oophorectomy and diagnostic cystoscopy. It was noted in the operative report that no endometriosis was found. The pathology report showed the left ovary was cystic and normal structures are noted, in addition to, the collapsed 1 .7cm in diameter cyst. There was no mention of the left essure coil in either the operative or pathology report. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding / heavy bleeding'), pelvic pain ('pelvic pain/worsening pain'), device dislocation ('no mention of the left essure coil') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she never experienced such irregular uterine bleeding and abdominal pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), libido decreased ("changes in libido / decreased libido"), mood swings ("mood swings") and menstruation irregular ("irregular menstrual bleeding"), 6 years 11 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia") and dysfunctional uterine bleeding (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced fatigue ("fatigue"), insomnia ("insomnia") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("intermenstrual bleeding"), adenomyosis ("suspected adenomyosis"), ovarian cyst ("left ovary was cystic"), pelvic congestion ("pelvic congestion syndrome"), uterine disorder ("very prominent veins and vessels along the uterus"), premature menopause ("menopause ovarian failure"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with estradiol, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), nsaids and surgery (diagnostic hysteroscopy and diagnostic laparoscopy with scant minimal ablation on (B)(6) 2014 and robotically-assisted laparoscopic hysterectomy, left salpingo-oophorectomy, diagnostic cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, pelvic pain, device dislocation, menorrhagia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, abdominal pain, anxiety, libido decreased, mood swings, fatigue, menstruation irregular, metrorrhagia, adenomyosis, ovarian cyst, pelvic congestion, uterine disorder, insomnia, weight increased, depression, premature menopause, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, autoimmune disorder, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, insomnia, libido decreased, menorrhagia, menstruation irregular, metrorrhagia, mood swings, ovarian cyst, pelvic congestion, pelvic pain, premature menopause, uterine disorder and weight increased to be related to essure (ess205). Diagnostic results: on (B)(6) 2014 she underwent a diagnostic hysteroscopy and diagnostic laparoscopy with scant minimal ablation, superficial in the posterior cul-de-sac of clear endometriosis. Post-operative diagnoses included: abnormal uterine bleeding, intermenstrual bleeding, pelvic pain and dysmenorrhea with suspected adenomyosis and scant clear scattered endometriosis and likely possible pelvic congestion syndrome due to very prominent veins and vessels along the uterus. On (B)(6) 2014 she underwent a robotically-assisted laparoscopic hysterectomy, left salpingo-oophorectomy and diagnostic cystoscopy. It was noted in the operative report that no endometriosis was found. The pathology report showed the left ovary was cystic and normal structures are noted, in addition to, the collapsed 1 .7cm in diameter cyst. There was no mention of the left essure coil in either the operative or pathology report. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding / heavy bleeding'), pelvic pain ('pelvic pain/worsening pain'), device dislocation ('no mention of the left essure coil') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she never experienced such irregular uterine bleeding and abdominal pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), libido decreased ("changes in libido / decreased libido"), mood swings ("mood swings") and menstruation irregular ("irregular menstrual bleeding"), 6 years 11 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia") and dysfunctional uterine bleeding (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced fatigue ("fatigue"), insomnia ("insomnia") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("intermenstrual bleeding"), adenomyosis ("suspected adenomyosis"), ovarian cyst ("left ovary was cystic"), pelvic congestion ("pelvic congestion syndrome"), uterine disorder ("very prominent veins and vessels along the uterus"), premature menopause ("menopause ovarian failure"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity"). The patient was treated with estradiol, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), nsaids and surgery (diagnostic hysteroscopy and diagnostic laparoscopy with scant minimal ablation on (B)(6) 2014 and robotically-assisted laparoscopic hysterectomy, left salpingo-oophorectomy, diagnostic cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, pelvic pain, device dislocation, menorrhagia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, abdominal pain, anxiety, libido decreased, mood swings, fatigue, menstruation irregular, metrorrhagia, adenomyosis, ovarian cyst, pelvic congestion, uterine disorder, insomnia, weight increased, depression, premature menopause, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, autoimmune disorder, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, insomnia, libido decreased, menorrhagia, menstruation irregular, metrorrhagia, mood swings, ovarian cyst, pelvic congestion, pelvic pain, premature menopause, uterine disorder and weight increased to be related to essure (ess205). Diagnostic results: on (B)(6) 2014 she underwent a diagnostic hysteroscopy and diagnostic laparoscopy with scant minimal ablation, superficial in the posterior cul-de-sac of clear endometriosis. Post-operative diagnoses included: abnormal uterine bleeding, intermenstrual bleeding, pelvic pain and dysmenorrhea with suspected adenomyosis and scant clear scattered endometriosis and likely possible pelvic congestion syndrome due to very prominent veins and vessels along the uterus. On (B)(6) 2014 she underwent a robotically-assisted laparoscopic hysterectomy, left salpingo-oophorectomy and diagnostic cystoscopy. It was noted in the operative report that no endometriosis was found. The pathology report showed the left ovary was cystic and normal structures are noted, in addition to, the collapsed 1 .7cm in diameter cyst. There was no mention of the left essure coil in either the operative or pathology report. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- new events hypersensitivity, autoimmune disorder were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding / heavy bleeding'), pelvic pain ('pelvic pain/worsening pain') and device dislocation ('no mention of the left essure coil') in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia, dysfunctional uterine bleeding and ovarian cyst. Before essure, she never experienced such irregular uterine bleeding and abdominal pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), libido decreased ("changes in libido / decreased libido") and mood swings ("mood swings"), 6 years 11 months after insertion of essure (ess205). On (B)(6) 2014, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menorrhagia, irregular menstrual bleeding, intermenstrual bleeding"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"), insomnia ("insomnia") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), adenomyosis ("suspected adenomyosis"), uterine disorder ("very prominent veins and vessels along the uterus"), pelvic congestion ("pelvic congestion syndrome"), ovarian cyst ("left ovary was cystic"), premature menopause ("menopause ovarian failure") and autoimmune disorder ("autoimmune disorder"). The patient was treated with estradiol, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe), nsaids and surgery (diagnostic hysteroscopy and diagnostic laparoscopy with scant minimal ablation on (B)(6) 2014 and robotically-assisted laparoscopic hysterectomy, left salpingo-oophorectomy, diagnostic cystoscopy). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the abnormal uterine bleeding, pelvic pain, device dislocation, menometrorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, hypersensitivity, adenomyosis, uterine disorder, pelvic congestion, ovarian cyst, premature menopause, weight increased, autoimmune disorder, fatigue, anxiety, insomnia, libido decreased, mood swings and depression outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, adenomyosis, anxiety, autoimmune disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, insomnia, libido decreased, menometrorrhagia, mood swings, ovarian cyst, pelvic congestion, pelvic pain, premature menopause, uterine disorder and weight increased to be related to essure (ess205). The reporter commented: insertion details: in right side approximately 2 to 3 coils outside the tubal ostia. In the left fallopian tube proper placement approximately 3 to 4 coils were noted in the uterine cavity from the ostia of the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2014: diagnostic hysteroscopy and diagnostic laparoscopy with scant minimal ablation, superficial in the posterior cul-de-sac of clear endometriosis. Post-operative diagnoses included: abnormal uterine bleeding, intermenstrual bleeding, pelvic pain and dysmenorrhea with suspected adenomyosis and scant clear scattered endometriosis and likely possible pelvic congestion syndrome due to very prominent veins and vessels along the uterus; on (B)(6) 2014: robotically-assisted laparoscopic hysterectomy, left salpingo-oophorectomy and diagnostic cystoscopy. It was noted in the operative report that no endometriosis was found. The pathology report showed the left ovary was cystic and normal structures are noted, in addition to the collapsed 1 .7cm in diameter cyst. There was no mention of the left essure coil in either the operative or pathology report. Concerning the injuries reported in this case, the following ones were confirmed in medical records: dysmenorrhea, menorrhagia, adenomyosis , pelvic congestion syndrome, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2021: medical records received: added reporter information, date of birth and other relevant history, reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding / heavy bleeding"), pelvic pain ("pelvic pain"), device dislocation ("no mention of the left essure coil") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she never experienced such irregular uterine bleeding and abdominal pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2014, 6 years 11 months after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), libido decreased ("changes in libido / decreased libido"), mood swings ("mood swings") and menstruation irregular ("irregular menstrual bleeding"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia") and dysfunctional uterine bleeding (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced fatigue ("fatigue"), insomnia ("insomnia"), weight increased ("weight gain") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), metrorrhagia ("intermenstrual bleeding"), adenomyosis ("suspected adenomyosis"), ovarian cyst ("left ovary was cystic"), pelvic congestion ("pelvic congestion syndrome"), uterine disorder ("very prominent veins and vessels along the uterus") and premature menopause ("menopause ovarian failure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with norlestrin fe (loestrin fe), nsaid's, estradiol, surgery (diagnostic hysteroscopy and diagnostic laparoscopy with scant minimal ablation on (B)(6) 2014) and surgery (robotically-assisted laparoscopic hysterectomy, left salpingo-oophorectomy, diagnostic cystoscopy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, pelvic pain, device dislocation, menorrhagia, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, abdominal pain, anxiety, libido decreased, mood swings, fatigue, menstruation irregular, metrorrhagia, adenomyosis, ovarian cyst, pelvic congestion, uterine disorder, insomnia, weight increased, depression and premature menopause outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, insomnia, libido decreased, menorrhagia, menstruation irregular, metrorrhagia, mood swings, ovarian cyst, pelvic congestion, pelvic pain, premature menopause, uterine disorder and weight increased to be related to essure (ess205). Diagnostic results: on (B)(6) 2014 she underwent a diagnostic hysteroscopy and diagnostic laparoscopy with scant minimal ablation, superficial in the posterior cul-de-sac of clear endometriosis. Post-operative diagnoses included: abnormal uterine bleeding, intermenstrual bleeding, pelvic pain and dysmenorrhea with suspected adenomyosis and scant clear scattered endometriosis and likely possible pelvic congestion syndrome due to very prominent veins and vessels along the uterus. On (B)(6) 2014 she underwent a robotically-assisted laparoscopic hysterectomy, left salpingo-oophorectomy and diagnostic cystoscopy. It was noted in the operative report that no endometriosis was found. The pathology report showed the left ovary was cystic and normal structures are noted, in addition to, the collapsed 1 .7cm in diameter cyst. There was no mention of the left essure coil in either the operative or pathology report. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jun-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.